Manufacturer narrative:
The impella device was not received from the customer as it continues to support the patient. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
It was reported that a patient implanted with an impella 5.5 experienced a placement signal not reliable alarm. Placement signal waveforms and numbers were present.the alarm was disabled and support continues. No patient harm was reported.

Manufacturer narrative:
Pump was not returned for investigation. Data log shows low snr (below 2500) and placement signal values were lost during the first few days of case start. Psnr alarm was seen during the ps issue. There was no issue recorded on remaining 5s optical signal parameters during the ps issue. Later, placement signal and snr returned to normal without affecting any other 5s optical parameters. The cause of the optical signal issue was not determined since product was not returned for investigation. Also, it is apparent that the console could be potential cause of the issue. Mso review statement: medical safety reviewed the event and noted the following: the patient was brought to the operating room for placement of an impella 5.5 device as a bridge to coronary bypass grafting (cbg). Upon evaluation, the axillary artery was determined to be too small to accommodate the impella 5.5. An impella cp was implanted without issue. Post-implant, hemolysis was noted, which is considered a reportable adverse event. Following CABG, mitral valve replacement (mvr), and tricuspid valve replacement (tvr), the decision was made to place an impella 5.5 directly. After 24 hours of support, the impella 5.5 generated a placement signal not reliable alarm. Placement signal values and waveforms were present, and the alarm did not impact hemodynamic support. The alarm was disabled. During support, the patient developed volume overload and acute kidney injury (aki), requiring initiation of continuous renal replacement therapy (crrt). On day 9 of impella 5.5 support, the patient began to decompensate and experienced a gastrointestinal (gi) bleed. The patient was suspected to be in septic shock. After continued support, it was determined that the patient was no longer a candidate for permanent lvad therapy. The care plan shifted to continued impella 5.5 support with the goal of native heart recovery. On (B)(6) 2025, the impella 5.5 was repositioned, resulting in improved flows. Despite ongoing support, the patient expired after 41 days of impella support. The impella cp hemolysis is a reportable adverse event. Impella 5.5 placement signal not reliable alarm are considered device malfunction reportable events. The renal insufficiency, infection and gi bleed are reportable patient adverse events for the impella 5.5. The patient¿s death will be conservatively reported on the impella 5.5, although it is unlikely that the device contributed to the cause of death. The patient¿s deteriorating condition and non-candidacy for permanent lvad were likely contributing factors. Note: the automated impella controller will remain a reportable product malfunction accordingly. D6b updated. D10 concomitant medical products and therapy dates updated.

Event description:
Additionally, care was withdrawn and the patient expired.